Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out from the patient body. Therefore, hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery. An ipsilateral antegrade approach was made. The device was used with a 6f non-cordis short sheath. The back-flow from the indicator stopped and retracted it. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out from the patient body. Therefore, hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery. An ipsilateral antegrade approach was made. The device was used with a 6f non-cordis short sheath. The back-flow from the indicator stopped and retracted it. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18365302 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure (such as the antegrade approach used), handling, and/or patient anatomy contributed to the reported event. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.